Event description:
Reporter alleged discrepant back to back blood glucose results of 269, 81, and 136 mg/dl when all tests were performed 2 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.